Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced five infusion sets tubing damage events on 27-oct-2024. The infusion set tubing was pinched. The infusion set was in use for 1 - 2 hours. The patient replaced the infusion sets and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) according to reference results complaint is (B)(4) has been evaluated. The batch 6006738 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 1 and wi guidance for functional testing for complaints area version 1 for the code tubing is damaged. Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 1 on reference samples, 5 samples out 5 samples passed the test. Note: 5/10 reference samples were not able to be tested for flow due to the samples were used in a special investigation under corrective and preventive action (CAPA) 1999254. Device history record (DHR) review: the lot 6006738 was manufactured according to the wi version 112 manufactured in the line 8, on 22/apr/2024, with a total of (B)(4) units. The review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements, no maintenance events were recorded. Trending: a query was run in database on 20/may/2025 against malfunction code tubing is damaged and lot 6006738 and no other complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.